Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the jaws of the both devices eventually open to remove from tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? The surgeon was able to muscle the stapler from tissue. First firing with each. Blue load. The following information was requested, but unavailable: "muscled the stapler from the tissue." Was the jaws still locked closed when this happened? Was the jaws forced opened?

Event description:
It was reported that during a low anterior resection procedure, while firing the devices on the low part of the colon, both devices fired fine, a blade retracted fine, but devices wouldn't open. Not across staple lines nor did they hear anything unusual. It seemed that the devices may not have straightened up after articulation. Pulled a third device and case was completed. Surgeon was able to maneuver the devices off. Staple and cut lines were fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system and the device was tested for functionality in the right, left and straight positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device was articulated and de-articulated as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.